Event description:
This report is based on information provided by philips bench repair and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro stating "ECG lead plugged in still shows attached to a patient with artifact". The customer provided a video showing of the issue and stated that they conducted testing with multiple cables and the issue may be intermittent. The bench technician was unable to replicate the event but replaced the front case and the single-board computer (sbc) as a preventive measure. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The bench technician calibrated the device and it is functioning and working correctly. The investigation concludes that no further action is required at this time.